Event description:
It was reported that customer experienced cgm issue where error message appeared and cgm option on pump was grayed out. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, followed pump reset instructions while being guided through process, error did not recur after reset, and customer successfully started sensor session; no additional information was received regarding outcome of event.